Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1#064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the label came off with a bd vacutainer® sst¿ blood collection tubes. This occurred with 2040 tubes before use. The following information was provided by the initial reporter, translated from japanese to english: the label came off.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label came off with a bd vacutainer® sst¿ blood collection tubes. This occurred with 2040 tubes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: the label came off.